Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The complete lead was returned. Visual observation indicated that the lead body was twisted along its length. Set screw mark was also noted on the terminal pin and the proximal end of the distal spring electrode was separated from the lead body insulation. Helix was also retracted. Moreover, poly insulation sleeve was bunched in three places. The lead then passed all tests.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not sensing at all during a cardioversion and had completely dislodged. The patient had fallen a couple of weeks ago post implant. When the physician pulled the lead out, there was some breakdown by the terminal pin observed. Additional information indicated that it was the health care professional (hcp) who verified undersensing when the patient was scheduled for a cardioversion. In addition, the lead had pulled back which was confirmed through a chest x-ray. Moreover, the patient did well through the revision and there were no complications at that time. This rv lead was explanted. No additional adverse patient effects were reported.